Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that the control solution was missing from their onetouch veriosync system kit. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be contacted for additional information. The patient reported that they noticed the product was missing 5 months prior to contacting lfs. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management routine as a result of the alleged issue. The patient reported that 5 months after they became aware of the alleged issue, they became ¿hypoglycemic¿. The patient reported receiving unspecified treatment in response to their symptoms. During troubleshooting, the csr noted the closure seal on the packaging was intact prior to opening. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.